Event description:
During a clinical trial, sponsored by bwi, after a procedure with an ez steer thermocool sf nav catheter a hematoma occurred. The patient¿s medical history is unknown. The patient did not require hospitalization. However, the patient did receive a hematoma evacuation. This event was considered possibly device related and definitely procedure related.

Manufacturer narrative:
New information was received on 9/29/2015 indicating that event date was (B)(6) 2015. The patient required extended hospitalization and medical treatments which include minor surgery (hematoma evacuation) and blood plasma administration.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).